Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 220-600 mg/dl with high ketones. Customer was taken to the ER and received bags of insulin and administered a manual injection to address bg levels. Customer's bg level was 170 mg/dl and was stable upon leaving ER. Reportedly, the customer changed pump supplies to resolve issue.